Event description:
It was reported that the customer received a button error alarm twice on the insulin pump and was unable to clear the alarm. The customer's blood glucose was 133 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.